Manufacturer narrative:
Device passed the displacement test, self test, unexpected restart error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Device had a scratched display window, cracked case at display window corner (all corners) and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm during prime. Customer's blood glucose was 50 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.